Manufacturer narrative:
Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: op-notes from initial procedure: immediate postop xrays - reverse tsa without fracture or complication pathology results: reactive fibrous tissue and fibrinous exudate with bone debris, no evidence of infection office visit 2 weeks postop - intraoperative cultures were unexpectedly positive. Infectious disease consulted, minimal pain, no fever, continuing antibiotics, incision healing well, continue home exercises. No complaint made for positive intraop cultures as patient was recovering from recently diagnosed periprosthetic infection. Patient showed no sign of infection in the joint, negative frozen sections and pathology reports, no postop fever, redness, incision complications, or other sign of infectious process. Revision implants remained in place for greater than 1 year without plan for additional intervention. Cultures were likely contaminated by environment or residual bacteria from previous infection. Office visit 6 weeks postop - pain well controlled, incision well-healed, there is weakness in external rotation and elevation as would be expected, x-ray review demonstrates appropriate alignment, continue long-term antibiotics and pt office visit 1 year postop - x-ray review demonstrates no changes and stable, continue exercises and antibiotics approximately 17 months post-op: MRI findings - dislocated glenosphere and metaglene from a reverse total shoulder with failure of fixation in the glenoid and markedly diminished bone stock within the glenoid. There is a moderate synovitis but without features typical of active infection. Subscapularis tendon is torn and scarred to the anterior capsule, and both the infraspinatus and supraspinatus tendons are torn and attached to ununited bony fragments. CT findings - interval fracturing of screws affixing the metaglene to the glenoid such that the metaglene and glenosphere have been dislodged and are now loose, floating together in the glenohumeral joint. There is also a loose screw posterior to the proximal aspect of the humeral component. There is prominent osteolysis about the proximal aspect of the humeral component, suggestive of loosening of the humeral component. X-ray findings - same as CT/MRI plus the residual glenoid is markedly remodeled. Per maude report: patient states rtsa was removed 2019, no further medical records provided for explantation review review of the device history record(s) identified no deviations or anomalies during manufacturing of lot# 797700. Contributing factors of event: extensive history of tsa, subsequent periprosthetic infection, tsa removal with intraop humeral fracture, antibiotic spacer placement, antibiotic infusions a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Procode: phx. UDI: (B)(4). Concomitant medical products: comp primary stem 7mm mini cat#113627 lot#520260, comp rvsr shldr glnsp +3 36mm cat#115313 lot#100770, comp lk scr 3.5hex 4.75x25 st cat#180552 lot#364330, comp lk scr 3.5hex 4.75x30 st cat#180553 lot#438850, comp lk scr 3.5hex 4.75x35 st cat#180554 lot#098090, comp lk scr 3.5hex 4.75x35 st cat#180554 lot#436520, comp rvs cntrl 6.5x35mm st/rst cat#115397 lot#194940, compr vrs glen pps min tpr adr cat#110027734 lot#797660. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 00282, 0001825034 - 2020 - 00285, 0001825034 - 2020 - 00283, 0001825034 - 2020 - 00284, 0001825034 - 2019 - 05658, 0001825034 - 2020 - 00287, 0001825034 - 2019 - 05659, 0001825034 - 2020 - 00288.

Event description:
It was reported the patient underwent implantation of a right reverse total shoulder revision following treatment for periprosthetic infection with cement spacer implantation. The patient was progressing well until one year postoperatively when the patient began experiencing pain. Radiology findings revealed fractured screws with dislodged components within the joint in addition to tendon tears, osteolysis, and synovitis. Subsequently, the patient underwent a revision, but no further information was provided. Attempts have been made and additional information on the reported event is unavailable at this time.